Event description:
Intuitive vessel sealer extend had a fault stated blade open. Instrument taken out, reseated and worked. Instrument then had another fault, was taken out and reseated and failed self check.